Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level (513 mg/dl). An insulin injection was administered to treat the bg. The pump began charging after remaining plugged into the power source. The customer continued to use the pump for insulin therapy.